Event description:
A caller reported that the pump display appeared webbed, resembling a shattered screen, which affected their ability to interact with the pump. There was no adverse impact on the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.